Event description:
The customer observed falsely elevated potassium results for a newborn on an alinity c analyzer. The following data was provided (customer¿s normal range for a newborn is 3.7-5.9 mmol/l): initial result was 5.9, repeats were 6 and 6.7 mmol/l. The sample was tested on a gasometer and the potassium result was 4, repeat was 3, no unit of measure was provided. It was noted that the sample icteric index was 2+ and 3+. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation for falsely elevated potassium results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for elevated results for the product. Return testing was not completed as returns were not available. Data provided for the patient showed that repeat results on a gasometer were lower and the quality controls were within range at the time of the incident. Manufacturing documentation was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency with the alinity c ict sample diluent, list number 07p53-20, lot number 02865un22, on the alinity c analyzer, serial number (B)(6) , was identified.